Event description:
It was reported that the patient underwent posterolateral fusion at l2-l3 using 8ccs of rhbmp-2/acs due to a non-union/failed fusion /pseudoarthrosis, disc herniation, and stenosis. The estimated blood loss was 1100cc, or time was 318 minutes, the length of the hospital stay was 144 hours. The patient returned to work 175 days post-op. 6 months post-operatively, the patient presented with severe low back pain. The patient was last seen 27 months post-operatively; no additional complications were reported.

Manufacturer narrative:
Mastergraft matrix, 20cc. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.